Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Log file analysis review date: (B)(6) 2015; log dates through (B)(6) 2015 to (B)(6) 2015: power consumption above normal operating range. Additional notes: 3 low flow alarms have been logged at the following times: (B)(6) at 22:28:09. The low flow alarm limit is currently set to 3.0 lpm. One high watt alarm was logged on (B)(6) 2015. An increase in power consumption and estimated vad flow has been observed reaching a peak of 6.0 w on (B)(6) 2015, which is above the normal operating range. Log file analysis review date: (B)(6) 2015 also indicated power consumption above normal operating range. Additional notes: 4 high watt alarms since (B)(6) 2015. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient who is recovering post lvad implant is currently in ICU with no signs of hemolysis or kidney dysfunction despite high power and flows outside of the normal operating ranges occurring from (B)(6) 2015, and are higher than 10lpm. It was stated that the log files were sent to the manufacturer representative on (B)(6) 2015 indicating higher power consumption than expected. CT of the chest was completed last night "(unfortunately not a cta)" the surgical team has asked the "radiologists to weigh in with whether they are able to visualize for kinking or malpositioning of the cannula and with regards to the power consumption," the ldh is down trending and there are no signs of hemolysis and liver function is improving and renal function is normal. On (B)(6) 2015 it was also stated that the patient was doing very well. Site states they will continue to send log files to the manufacturer and assess for hemolysis. It was further stated that the site will be resending log files after 24 hours due to intermediate elevation in the pump powers. No additional information provided. Investigation is ongoing

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed power consumption outside the normal operating range. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.